Manufacturer narrative:
Upon inspection, by hamilton medical technician, it was determined that the ventilator experienced a ventilator unit connection lost alarm. The failure was replicated as a result of a loose ethernet socket for interaction panel power and communications cable. The information was given to bio-med that the mainboard and cable need to be replaced. Bio-med will make a decision on if hamilton medical will complete the repairs or in house bio-med will complete the repair.

Event description:
Hamilton medical ag received the following event description from the partner: "bio-med stated that during a patient ventilation, the ventilator shut off. That patient was not harmed. Bio-med said they were able to replicate the alarm (B)(6) 2023. Bio-med requested that hamilton medical technician inspected the device for further issues. "

Manufacturer narrative:
Upon inspection, by hamilton medical technician, it was determined that the ventilator experienced a ventilator unit connection lost alarm. The failure was replicated as a result of a loose ethernet socket for interaction panel power and communications cable. The information was given to bio-med that the mainboard and cable need to be replaced. Bio-med will make a decision on if hamilton medical will complete the repairs or in house bio-med will complete the repair. Follow-up 1 - additional information: the entry fields have been updated. Bio-med stated that during a patient ventilation, the ventilator shut off. No patient harm was reported. The event did not cause or contribute to a death or serious injury to a patient. Upon inspection, by hamilton medical technician, it was determined that the ventilator experienced a ventilator unit connection lost alarm. The failure was replicated as a result of a loose ethernet socket for interaction panel power and communications cable. Logfile confirms the issue, device was manually switched off after the issue happened (no ambient or similar). The root cause of the event was determined to be a defective main board and interaction panel to ventilator unit communication cable. After replacing the main board and interaction panel to ventilator unit communication cable, the ventilator was calibrated and passed all checks and tests and was found to be functional and was released for use. In agreement with the FDA, UDI numbers (field d4 in this form) are only provided for incidents that have been initially reported by hamilton medical ag since october 1st, 2023.

Event description:
Hamilton medical ag received the following event description from the partner: "bio-med stated that during a patient ventilation, the ventilator shut off. That patient was not harmed. Bio-med said they were able to replicate the alarm (B)(6) 2023. Bio-med requested that hamilton medical technician inspected the device for further issues. "